Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of two handles noted they had disrupted timing and one handle had a broken articulation knob. The handles were actuated and they cycled properly. Four reloads were received with disrupted timing and scratches on the inner tubes. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition, of reliatack unable to load, could be a result of improper loading of a loading unit. Replication of the secondary condition of a broken articulation knob may be due to excessive manipulation of the device, in this case over torqueing of the knob. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic ventral hernia repair procedure. The tacking device was being fired into the abdominal wall. There were difficulties with loading the reloads onto the handles. The reloads were not securely fastened onto the shaft. There was no difficult in pressing the "push to reload" button and no difficulty in navigating the lock and unlock button. After the loading issues were experienced, the reload was not used in the patient. Tacks were able to be fired normally from the device. The fired tacks were able to penetrate the tissue and hold correctly onto the tissue. The device stopped firing mid way through the second reload. In order to resolve the issue and complete the case, opened another device which also failed. A third device was opened, which worked. The surgical time was extended by thirty minutes or more due to the product problem. There was no patient harm. The patient outcome is alive, no injury.